Event description:
Patient's caregiver called in to report that the patient received a therapeutic shock in the early afternoon of (B)(6) 2022. The patient stated feeling "okay" when the patient received "preparing to shock alert", but was not able to cancel the shock before it was delivered. The patient was taken to the hospital via ambulance and admitted to the ER for medical care. No injury was reported.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated and the monitor passed all evaluation tests. Device evaluation confirms that the therapy cable functioned as expected. There was no observed damage and all gel was fired/deployed during the event. The returned therapy cable failed electrical safety during initial evaluation test due to deployed gel contamination. The wcd system performed per prescription and intended use. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, the patient received a "preparing to shock alert" but did not reach for the alert button in time to divert the shock.